Event description:
It was reported the right atrial (ra) lead had loss of capture with unipolar and bipolar pacing. It was noted that sensing and impedance were good. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.